Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system approximately two years ago. Reportedly, the patient had delayed healing at the incision site post-procedure. In addition, two years post-procedure, the patient presented with erosion on the lateral anterior vaginal wall, on her left side. The physician plans to revise (specifics unknown) the exposed mesh and close the area. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.